Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
The initial litigation alleged that the patient experienced a cardiac arrest or sudden cardiac death. Additional information received alleged the patient experienced a stroke; however, there is no indication that the patient is deceased. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. As such, the date initially provided is best estimate pending confirmation and or clarification from the reporter. Additional inquiries will be sent to the reporter to clarify the occurrence date. Any information received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2014-13814 and 1225714-2014-13815.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified event on or about (B)(6) 2012 and subsequently expired after the use of the product.